Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had over infusion. This was identified after the infusion process. It was stated the delivery rate was expected to be 48 hours but was infused in 24 hours. The device was filled with 240 ml of 5fu. The patient reported they experienced extreme fatigue and extreme nausea. The patient was seen by the physician, but there was no medical intervention required and patient seems to be ok. No additional information is available.

Manufacturer narrative:
Mfg date: lot 16h014 was manufactured august 5, 2016 ¿ august 9, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional flow testing the flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
As per the nurse the patient did not have a temperature change nor was the device in contact with any heat source. The nurse did apply the infusor bottle and did secure it with tape as appropriate.